Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including device testing and stressing with known good test battery and ac power. Without duplicating the report. An internal inspection resulted in no findings. The ac charger was replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.